Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: apr 8, 2016. Expiration date: apr 30, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery including removal of a trochanteric fixation nail advanced (tfna) nail and blade system was performed on (B)(6) 2017 due to pain, arthritis, and fibrous non-union (partial). The patient was revised to a total hip replacement. The surgeon did not attribute the patient¿s condition to the tfna implants and stated the main reason for the revision was the patient¿s arthritic hip and pain. There was no loosening or breakage of the tfna implants. The patient was initially implanted with the tfna nail and blade on (B)(6) 2016. This report is 1 of 2 for (B)(4).